Event description:
It was reported that the patient of this single chamber implantable cardioverter defibrillator (ICD) system visited the emergency room (ER) after experiencing episodes of shocks. The implantable cardioverter defibrillator (ICD) was interrogated, was discovered to have triggered a code 1004 which is indicative of a low shock impedance during a shock delivery. The health care professional (hcp) called technical services (ts) for device evaluation. Review of the device arrythmia logbook data showed delivery of bursts of anti-tachycardia pacing (atp) and shock therapies that appeared to be inappropriate. It was noted that during the delivery of one of the shock therapies, low out of range shock impedance measurements on the right ventricular (rv) lead were recorded which may have led to the code 1004 to be triggered. It was also noted that a second code 1006 was recorded that indicated that high voltage on the lead had been detected during a charge. Ts advised the hcp that due to the triggering of the codes 1004 and 1006, device and rv lead performance cannot be guaranteed, and replacement of both products is recommended. The products remain in service. No additional adverse patient effects were reported.

Event description:
It was reported that the patient of this single chamber implantable cardioverter defibrillator (ICD) system visited the emergency room (ER) after experiencing episodes of shocks. The implantable cardioverter defibrillator (ICD) was interrogated, was discovered to have triggered a code 1004 which is indicative of a low shock impedance during a shock delivery. The health care professional (hcp) called technical services (ts) for device evaluation. Review of the device arrythmia logbook data showed delivery of bursts of anti-tachycardia pacing (atp) and shock therapies that appeared to be inappropriate. It was noted that during the delivery of one of the shock therapies, low out of range shock impedance measurements on the right ventricular (rv) lead were recorded which may have led to the code 1004 to be triggered. It was also noted that a second code 1006 was recorded that indicated that high voltage on the lead had been detected during a charge. Ts advised the hcp that due to the triggering of the codes 1004 and 1006, device and rv lead performance cannot be guaranteed, and replacement of both products is recommended. The products remain in service. No additional adverse patient effects were reported. Subsequent additional information was received that stated that this ICD device and rv lead were explanted and replaced with a new device. No additional adverse patient effects were reported. The products were returned to facility for analysis.

Event description:
It was reported that the patient of this single chamber implantable cardioverter defibrillator (ICD) system visited the emergency room (ER) after experiencing episodes of shocks. The implantable cardioverter defibrillator (ICD) was interrogated, was discovered to have triggered a code 1004 which is indicative of a low shock impedance during a shock delivery. The health care professional (hcp) called technical services (ts) for device evaluation. Review of the device arrythmia logbook data showed delivery of bursts of anti-tachycardia pacing (atp) and shock therapies that appeared to be inappropriate. It was noted that during the delivery of one of the shock therapies, low out of range shock impedance measurements on the right ventricular (rv) lead were recorded which may have led to the code 1004 to be triggered. It was also noted that a second code 1006 was recorded that indicated that high voltage on the lead had been detected during a charge. Ts advised the hcp that due to the triggering of the codes 1004 and 1006, device and rv lead performance cannot be guaranteed, and replacement of both products is recommended. The products remain in service. No additional adverse patient effects were reported. Subsequent additional information was received that stated that this ICD device and rv lead were explanted and replaced with a new device. No additional adverse patient effects were reported. The products were returned to facility for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a visual inspection of the lead found that the helix mechanism was extended, a cut about 107mm from the terminal pin end of the lead and dried body fluid were noted in the helix housing. It was also noted on the visual inspection that an arc marking was found on the back of the device can, which is indicative of arcing damage received when the device attempts to deliver therapy through a shorted lead system, which may have caused internal damage to circuitry. A laboratory technician tested the high voltage conductor resistance which measured as an electrical open, indicating a fractured or broken conductor. Based upon the laboratory findings and the field reports which stated the electrical allegations and low out of range impedance measurements happened when the device was implanted, it is believed that the lead was accidentally cut 107mm from the terminal pin during the implant procedure.